Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a previous DHR review (B)(4) did not reveal any related manufacturing deviations or anomalies on the reported lot number (8069452).

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left attune total knee to treat degenerative joint disease. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a left knee revision to address pain and tibial tray migration, mispositioning, and loosening at the cement to implant interface. The tibial insert and tibial tray were revised. The patellar and femoral components were retained. The patient was revised with depuy products and cement x 2. There were no indicated intra-operative complications. Doi: (B)(6) 2015, dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 corrected: d4 primary UDI number. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Medical records received: medical records were reviewed by a clinician to identify patient harms/product issues. Doi: (B)(6) 2015: 61-year-old male patient received an attune left tka to treat djd. The patella was resurfaced and depuy cement x2 was utilized. The procedure was completed without complications. Part/lot available on (B)(4) operative reports ad (B)(6) 2024 (1) page 3. Dor: (B)(6) 2019: 65-year-old male patient received a total left knee revision to treat pain secondary to loosening of the tibial tray. Upon entering the joint, the surgeon performed a complete synovectomy. The tibial tray was at an unknown interface with migration into varus and revised. There was no reported product problem with the revised tibial insert. The patella and femoral component were well-fixed and retained. The patient received a competitor revision tibial construct. The procedure was completed without complications. Doi: (B)(6) 2015, dor: (B)(6) 2019, left knee.